Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the y-site valve was confirmed. The product returned for evaluation was one 20ga x 0.75¿ ez huber safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during functional testing, beads of water were observed emanating from the y-site valve. The leakage was non-continuous. Microscopic inspection of the valve did not reveal any defects or deformities. The beads of fluid appeared to occur intermittently under certain infusion/aspiration conditions. No continuous leakage was observed.

Event description:
It was reported "customer called in stating they have leak from the clave (white side) used for chemo patients. The leak occurred during the flush." Additional info. Received 02/04/2021: "what they¿re being treated for: metastatic poorly -differentiated adenocarcinoma of the lung with metastatic disease to bone, 'no patient harm reported" it was stated this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reeu4069 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeu4069) have been reported from the same facility.

Event description:
It was reported "customer called in stating they have leak from the clave (white side) used for chemo patients. The leak occurred during the flush." Additional info. Received 02/04/2021: "what theyre being treated for: metastatic poorly -differentiated adenocarcinoma of the lung with metastatic disease to bone, 'no patient harm reported" it was stated this occurred with two devices. This report addresses the first device.